Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open gastrectomy procedure, the surgeon fired the second cartridge for the stomach transection. After firing, he found that some staples at the last part of the anastomosis site were stuck as its original form not b-shaped form. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4) - swing tab in locked position the analysis found that one sr75 reload was returned in good visual condition. The cartridge reload had the swing tab in the locked position, and the proximal 2 drivers up and the remaining drivers were down with staples present. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident and the protruding staples is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.